Event description:
A customer reported obtaining a "lo" reading on their precision xtra blood glucose meter, but had symptoms of hyperglycemia. The customer treated themselves based on the low reading. The customer became anxious, lethargic, tired and vomited. The customer lost consciousness. The patient's parents gave her jelly beans, glucogel and coca cola. An ambulance was called and a reading of 31.0 mmoi/l was obtained using the paramedics meter. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with potassium, saline and insulin. The patient stayed in hospital for 3 days. The last reading stored in the customer's meter is 5.6mmol/l.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.